Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. About tow weeks later, the patient presented with an infection. The surgeon performed an incision and drainage procedure, and washed out the joint with irrigation fluid and antibiotic solution. The surgeon removed and replaced the femoral head component. The patient will continue with antibiotic therapy for a few weeks.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. Based on the lab work, the surgeon believes the infection is not related to any intraoperative contamination. At this time, no make implant component ahs been known to have contributed to post-operative inflammation or infection. Further evaluation is ongoing, and a supplemental report will be filed if additional information is obtained.